Event description:
It was reported that a patient had a photoselective vaporization of the prostate (pvp) procedure approximately six to seven years ago and two days post procedure he went to the emergency room for bleeding. No further information was provided.